Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported stimulation in an undesired location. The patient stated the system is a good system, but it isn't routed in a spot that¿s very good. The patient noted that he thinks the trial worked better for him than the implant has and questioned whether he could have the trial unit permanently placed. The patient was redirected to their healthcare provider to discuss stimulation location. No further complications were reported/anticipated. The indication for implant was non-malignant pain. Additional information was received from the consumer on (B)(6) 2017 reporting that the device was not placed in the right area. If it was moved to the trial place then the device would work okay. This would require surgery. The patient was planning to go to the hcp that had the trial done to see it they could try to get the system moved. The trial was 4 years ago and the patient was satisfied with how it worked. The patient wanted a good setup for stimulation as most of the work was in the spine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s weight was (B)(6) pounds. Surgery to move the scs system had been discussed but was not performed or scheduled. The patient would prefer something else. No further complications were reported/anticipated.